Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The chronic rv lead was connected to left ventricular (lv) port of new biv pacemaker and a new rv lead was implanted and connected to the rv port of the biv pacemaker. The doctor will set the device to rv only pacing at the patient's 6 week follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01, ipg, implanted: (B)(6) 2013. (B)(4).